Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. Visual evaluation of the returned product confirmed damage to the sterile packaging. The outer blister exhibited stress marks and was cracked and the sterility of the device was breached. The inner blister was not found to be damaged. The device history records were reviewed and no discrepancies were identified. The root cause is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) g2: foreign - event occurred in france. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the inner sterile packaging of the femoral component was identified to be cracked when the implant was opened. Another femoral component of the same size was used to complete the procedure. Attempts have been made, however, no further information has been provided.